Event description:
Following implantation of the cinchlock anchor, while the surgeon was tensioning the suture was tensioning the suture to secure the allo graft, the suture pulled out of the implant. The implant remained implanted in the pt and the suture was intact. The surgeon drilled again and implanted another cinchlock ss without complication. No pt injury was reported. There was no injury reported.